Event description:
After use of the device for endoscopic saphenous vein harvesting, the user observed more bleeding from the vessel branches than expected. In accordance with the instructions for use of the device, the endoscopic incision was enlarged and a clip applied to achieve hemostasis. There were no adverse consequences to the pt reported.

Manufacturer narrative:
Eval anticipated, but not begun.